Event description:
The connector failed after being connected to the contrast injector spraying the lab with contrast. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. The device will not be returned for evaluation/ investigation. The device record was reviewed and found one exception document for this lot. The exception was for one device failing pressure test. The lot was sampled and re-tested. Sample devices had 100% pass of secondary pressure test. No other exceptions found in device history record. A follow-up report will be submitted when an evaluation is completed. Evaluation method: history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is complete.